Manufacturer narrative:
(B)(6) 2014. A medtronic representative, following-up at the site, reported the cranial procedure, for insertion of an omaya reservoir, was successfully completed the following day. (B)(6) 2014. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.RMA issued. Replacement axiem portable shipped to site 08/04/2014. Medtronic investigation of returned suspect device finds that when the axiem unit was connected to a test system with the ent application for a 72 hour burn-in period, registration, tracking, and accuracy looked normal on all 8 tool ports. Verified a registration probe. No communication errors were observed and the unit remained in green status for the entire test time. The unit passed the pegboard test. Fully functional. No fault found - did not cause event.RMA issued. Replacement external axiem power/data cable shipped to site 08/04/2014. Returned, unused.RMA issued. Replacement field generator shipped to site 08/04/2014. Medtronic investigation of returned suspect device finds that the field generator will not navigate intermittently. When it is connected to a system with the cranial software it displays red status and shows error "axiem emitter memory error". Electrical failure - red status / no tracking - directly caused event.

Event description:
A medtronic representative reported that, while in a cranial procedure, after registering the patient using tracer, the medtronic representative recommended the surgeon confirm accuracy. When switching to the navigate screen, they lost ability to track the dynamic reference frame (drf) head frame and the tracer probe. Trouble-shooting did not resolve the issue. As no incision has been made, the surgeon opted to halt the procedure and re-scheduled for the following day. There was no impact on patient.